Manufacturer narrative:
Per the t:slim x2 user guide: filling tubing section describes how to fill the infusion set tubing with insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer did not completely fill the infusion set tubing during the load process due to stopping the process too soon. The customer subsequently experienced a blood glucose (bg) level of 560 mg/dl. A manual injection was administered to address the bg level. The contact stated that the customer's clinical diabetes educator followed up with the customer and further education was received regarding the load process. A supply change was performed using the correct load techniques and insulin deliveries were resumed.